Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6). H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a sacroiliac and thoracolumbar procedure. It was reported that during surgery, the surgeon was performing a single position oblique lateral interbody fusion (olif) and using a transforaminal lumbar interbody fusion (tlif) inserter for navigation. The surgeon placed the screws and then performed an imaging system spin to verify accuracy. However, the subsequent spin showed that the screws were only halfway within the disc space instead of all the way in. The manufacturer representative noted that the rest of the instruments, like the navigated dilator, did not have any difficulty verifying nor appeared inaccurate during navigation. There was less than an hour delay to the procedure. There was no impact to patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Frame movement after registration is a common cause of accuracy issues but cannot be detected in log files or archives. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.